Event description:
It was reported the patient underwent right hip revision surgery approximately 9 years post implantation due to dislocation. The liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: unknown head part #00620206022/ shell/ lot #60974407. Part # 00625006525/ bone screw/ lot #60638023. Part # 00625006535/ bone screw/ lot #61395978. Part # 00625006520/ bone screw/ lot #61341886. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk/ unk head/ lot # unk, item# unk/ unk stem/ lot # unk, item# unk/ unk cup / lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2019 -05237, 0001822565 -2019 -05238, 0001822565 -2019 -05239.

Event description:
It was reported patient has been indicated for a possible hip revision for unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time